Event description:
The distributor became aware on 12/2/93 of an incident that occurred while performing an atherectomy of a 90% occludeed proximal/mid right coronary artery. This difficult case involved a rotoblaade procedure which resulted in a dissection. An effort to tap down the dissection autilizing a balloon dilatation catheter was unsuccessful. Several sstents were eventually placed and the procedure was completed. An attempt to place a stent in the ost distal aspect of the right coronary artery was unsuccessful. During this procedure, at one point, a glidewire gold was inadvertantly advanced into a ventriculaar and remained lodged in this branch. An unsuccessful retrieval attempt followed. Since the pt's symptoms were unchanged no further retrieval attempts were made and the tip remains in the pt's artery.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.